Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation found that the instrument failed the probe check with an ultrasonic level error (u509) due to a hairline crack on the probe 13 mm from the distal end. The teflon pad was burnt and melted with a dark charred stain at the mid-section of the grasping section. The probe was discolored with dark charred mark. The damage found could result from activation of output for an extended period while the grasping section is closed without any tissue.

Event description:
Olympus was informed that during a therapeutic laparoscopic vaginal hysterectomy procedure, two of the thunderbeat hand instruments failed. The first instrument registered a broken probe error. The second instrument continuously provided error seal short circuit error. The procedure was completed with the use of a non-olympus device. There was no patient injury reported.